Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was put into the endoscope and then was delivered into the patient. When the physician was about to perform the procedure, no indication light was observed. Upon checking, the physician observed a red light in the fiber body approximately 50 cm from the handle, indicating there was a break in the fiber. It was noted that there was no resistance while advancing the fiber into the scope. Additionally, a fiber pole was used to keep the fiber length clear of potential kinks or bends during the procedure. The fiber was replaced, and a new fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt the device at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the fiber identified a body break between the connector and the control knob. The fiber was tested with the hene laser and most of the output escapes from the fracture location, therefore, the complaint allegation was confirmed. It is likely that procedural handling of the device during set-up or use like excessive manipulation/rough technique contributed to the fiber body break. According to the device instructions for use (IFU), excessive or rough cleaning of the fiber tip may result in damage to the fiber. Based on analysis results, the interaction between the user and device caused or contributed to the identified fiber body break.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was put into the endoscope and then was delivered into the patient. When the physician was about to perform the procedure, no indication light was observed. Upon checking, the physician observed a red light in the fiber body approximately 50 cm from the handle, indicating there was a break in the fiber. It was noted that there was no resistance while advancing the fiber into the scope. Additionally, a fiber pole was used to keep the fiber length clear of potential kinks or bends during the procedure. The fiber was replaced, and a new fiber was used to complete the procedure. There were no patient complications.